Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision procedure. The ipp was replaced due to a tubing was cracked and the pump had air inside. There were no patient complications in relation to this event.